Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Upon inspection, the stm noticed the helium tank was half full and did not have the valve opened to use the helium. In addition, the customer reported that the unit was in rescue mode when the battery would not charge on a/c. The stm noticed the iapb was not seated all the way into the hospital cart. Once the iabp was pushed into the cart it came out of "rescue mode" and returned to "hybrid" and was able to run on a/c power and charge the batteries. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) would not convert to using the hospital cart helium or a/c power. Multiple attempts were made to reload but none were successful. The iapb was taken out of service and sent to the biomed. There was no patient harm and no adverse event was reported.